Event description:
Complainant alleged that during a functional testing, the device failed the earth ground resistance test. Complainant indicated that there was no pt involvement in the reported malfunction. Please ref medwatch report #1220908-2015-01750, -01751, 01731, and 01732 for similar reports from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The device's ac power cord was removed and returned. The malfunction was duplicated and attributed to the ac power cord. Reports of this nature do not meet the criteria for reportability. Analysis for reports of this type has not identified an increase in trend.